Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detachment at the quick release while sleeping. The site location was at the abdomen and the set had been in use for about 36 hours. The sets were stored in a wardrobe at room temp prior to use. No further information available.